Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a severe bleeding rash under the lifevest. The patient's physician recommended that the patient remove the lifevest to let his skin heal. Follow-up indicated that the rash was healing.